Event description:
Part of tampon not extracted [foreign body in reproductive tract] part of tampon - not extracted [device breakage] when changing tampon part of it not extracted [complication of device removal] case narrative: relative reported that while her daughter changed the tampon, a part of it was not extracted. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
Investigation is not feasible.

Event description:
Part of tampon not extracted [foreign body in reproductive tract]. Part of tampon - not extracted [device breakage]. When changing tampon part of it not extracted [complication of device removal]. Case narrative: relative reported that while her daughter changed the tampon, a part of it was not extracted. No serious injury was reported.